Manufacturer narrative:
An update received from a bwi representative on 12/13/2016 stated that the lot number of the product could not be verified. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR) and UDI information. Once we get more information, it will be submitted in a supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with smartablate tubing where bubbles were present, and the tubing looked dirty/foggy during flushing. During flushing, and prior to use on the patient, bubbles were noted in the tubing set, which appeared to be dirty. Flushing did not seem to help pass the bubbles through the tubing. The bubbles were noted by the physician and the nurse during flushing. No alarms or error messages presented. An attempt to clean the tubing did not resolve the issue, so the tubing was replaced, and the case continued without any report of patient consequence. The flushing phase occurs prior to any bubbles being able to be detected by the irrigation pump¿s bubble sensor, so the potential that they could cause or contribute to a death or serious injury is remote. However, the suspicion of the tubing being dirty and/or foggy suggests that foreign material may have been present. Foreign material in the tubing can cause embolism or stroke, making this event MDR reportable.